Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to discomfort. Surgeon performed soft tissue removal and exchanged a 4x13 ts insert for a 4x16 ps insert (no allegations against the revised insert, surgeon said the ps insert 'felt better' while trialing). Rep provided primary usage and confirmed that no further information will be released by the hospital or surgeon.